Event description:
Implant date: 1989. Post operative x-rays reveal a pseudorthrosis. Revision surgery on 01/17/1992 for an anterior interbody fusion due to the posterior pseudoarthrosis, devices have not been reorted to have been explanted.